Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional h3: it was reported a breakage suture issue. One opened box with unopened samples were returned for analysis. The complaint sample was not received for evaluation. During the visual inspection of the samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were observed. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance - breakage suture was found and the tested samples met the finished goods requirements. Representative samples returned to support investigation of 5 device issues captured in reports 2210968-2019-85762, 2210968-2019-85763, 2210968-2019-85764, 2210968-2019-85765, 2210968-2019-85766. Analysis results have been included in follow-up reports for each.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: how many sutures broke during this procedure? Any adverse patient consequences and how were they managed? How was case completed? Answers: there is no more trouble with the patient, the surgeon used the same suture but with another lot. He used 5 prolene suture and all broke when pulled. I have 29 sutures with the same lot to test . Devices captured in mw 2210968-2019-85762, 2210968-2019-85764, 2210968-2019-85765, 2210968-2019-85766.

Event description:
It was reported that a patient underwent heart transplant procedure on (B)(6) 2019 and suture was used. The threads ruptured when pulled. Another like device from a different lot was used to complete the procedure. There were no adverse patient consequences reported.